Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 01feb2019. Information was received that the customer replaced the air/oxygen flow sensor assembly and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan2019 ,date rec¿d by MFR: 02jan2019. The customer troubleshot with technical support. Reportedly, the customer ordered oxygen sensors to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was failing the short self test. There was no patient involvement. The event date was not specified; estimate used.